Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic bilateral salpingo- oophorectomy procedure, the top jaw fell off into the patient. The jaw piece was retrieved and discarded. Case completed with another device of the same product code. There were no patient consequences reported.